Event description:
It was reported the patient had not been able to connect to their implant with the recharger. It was reported the patient was unable to charge their implant for several days. It was reported that ¿it wouldn¿t go into the empty battery.¿ it was noted the patient could charge right now. It was stated that a ¿manila folder¿ would come up on the recharger. It was noted that the patient could currently connect with the recharger and charge. It was stated the device tends to move in the pocket. It was reported the top half ¿flips outward.¿ it was stated the implantable neurostimulator (ins) had ¿some give in there¿ and ¿shouldn¿t have that much leverage.¿ it was stated the patient was getting a ¿spotty¿ connection for a week. It was reported the patient had pain around the device. It was stated the int the beginning they only had pain when charging but now it was consistent all the time. It was noted the patient had an appointment scheduled with their health care provider (hcp) on (B)(6). Additional information stated the battery was flipped. It was reported the patient had not been able to get a charge. It was noted the patient was at their hcp's office this morning and they had taken an x-ray to determine if ins was flipped. It was noted the ins is in left buttock area and hcp took a posterior-anterior view of the ins. It was reported the ins appeared to be very loose in the pocket. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).